Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy, bilateral salingo-oophorectomy, cystoscopy & posterior colporraphy on (B)(6) 2005. It was reported that she had a surgical procedure to remove a portion of the mesh on (B)(6) 2009, due to erosion and chronic pain. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.